Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user contacted customer care to report elevated bg levels throughout the day. Despite changing supplies, their bg remained high. The user planned to disconnect from the ilet that evening and attempt to reconnect the following day, using backup therapy. The agent advised the user to call back if they needed assistance with changing supplies and noted the user's preference for the convatec inset (23", 6mm) teflon infusion set. Later that evening, the user called back to report a bg level of 543 mg/dl and mentioned they had removed their infusion set site, but did not notice any issues with it. The user had been using the ilet for only four days and had placed a new infusion set earlier that day. The user went to the hospital, and the agent planned to follow up after their discharge. On (B)(6) 2024, the agent spoke with the user, who reported they were home and safe. During this follow-up, the user confirmed their highest bg level was 543 mg/dl. The user did not remember how long their bg remained high but mentioned using outside insulin before being hospitalized for dka. The user had tested for ketones and confirmed they were in dka. They experienced confusion, tiredness, and dka during the event. Regarding the hospitalization, the user drove themselves to the ER and was later transferred by ambulance to a general hospital. They were admitted on (B)(6) 2024 and released on (B)(6) 2024. Treatment included an IV drip, blood tests, and an insulin drip. The user also mentioned kidney disease as a known health issue. They had been using a dexcom g7 continuous glucose monitor (cgm). The user decided not to resume use of the ilet and scheduled training for monday, (B)(6 )2024.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.